Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip insulin could not be drawn from the vile. "Unable to extract insulin out of the insulin vile while using the 3 ml syringe."

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip insulin could not be drawn from the vile. "Unable to extract insulin out of the insulin vile while using the 3 ml syringe."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Bd was not able to confirm the customer¿s indicated failures.